Event description:
It was reported that pump generated cartridge alarm 20 and had repeated cartridge alarms with consecutive cartridges, and issue did not cause customer¿s blood glucose level to exceed specified threshold. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.